Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had two leads from the same lot. Device 1 of 2. Reference MFR report #: 1627487-2015-07211. Medical record review revealed the patient stopped receiving effective stimulation. Also, the patient's ipg was no longer functional. As a result, the patient underwent surgical intervention. During the procedure, the patient' ipg and one of the leads were explanted and replaced.